Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that she was trying to bolus and device was not reacting to the buttons. The customer does not recall any significant events leading to the keypad issue. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power alarm, low battery alarm or blank display was noted. The insulin pump was monitored for 24 hours and no screaming noise or constant tone or black screen was noted. All of the buttons functioned properly and no moisture damage to the keypad traces, frozen display, or unlocked keypad connector was noted. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.